Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 420 cc saline catalog #3503420 lot #5535049 sn (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 420 cc saline breast prostheses. Left breast prosthesis deflation was determined. As a result, the patient was scheduled for removal and replacement with mentor gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 7/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the replacement devices were: (left) mentor memorygel breast implant 700cc gel catalog: 3507004bc lot: 7533211 sn: (B)(4) and (right) mentor memorygel breast implant 700cc gel catalog: 3507004bc, lot: 7466040, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device was received without fluid. Brown material was observed within the gel. Product evaluation observed parallel crease lines and a shell abrasion area on the anterior aspect, and two creases on the posterior aspect. Leak test was performed, in according with mentor procedures, and a rent was discovered within a crease and the shell abrasion area on the anterior aspect, measuring approximately less than 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 5535049 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/24/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).